Event description:
The procedure was to treat a native circumflex that was heavily calcified. The lesion was a difficult lesion and several attempts were made with other stents and pre-dilatation was performed a number of times. As the mini vision stent was advanced, the guiding catheter was deep seated, however the guiding catheter popped out of the coronary into the aorta. When the stent delivery system (sds) was pulled back, the stent dislodged in the circumflex artery. An attempt to snare the dislodged stent was not successful. A guide wire was used and an attempt was made to advance the guide wire through the stent. Eventually the guide wire was able to cross and a balloon catheter was used to post dilate and open up the dislodged stent at an unintended site. Another balloon catheter was then used for add'l dilatation. About 80% of the length of the stent was able to be expanded (fully deployed and opposed to the vessel wall) and about 20% of the distal end of the stent was compressed against the vessel. The intended lesion was treated with three add'l stents and the procedure was ended.